Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during transabdominal preperitoneal (tapp) repair, the handle was difficult to squeeze on the 3rd firing but firing was still done. On the 4th firing, the doctor squeezed the handle but tacked on nothing and confirmed that tacker was inside the shaft and the parts of the device were not rotating. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was bent. Tacks were visible in the shaft. Functionally, the handle could be actuated but tacks did not deploy. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.